Event description:
The clinician reported that on the day the dental implant was placed, in ada 18 of the patient's mouth, a failure occurred upon insertion. Details of surgery are reported as follows: primary stability was not achieved. Patient presented with bone type IV and inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.